Event description:
It was reported this balloon detached in a collateral vein upon removal through an introducer sheath, following the second or third inflation, during an arteriovenous fistula graft dilatation procedure. A pressure gauge was not used. No retrieval of the detached balloon was attempted. Another unit was used to successfully complete the procedure and the patient's condition is good. This device has been received for evaluation. Therefore, no failure analysis is available. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow-up indicated the balloon may not have been fully deflated prior to removal through the introducer sheath. It was also indicated a pressure gauge was not used to determine the adequate dilating force within the balloon. The co believes the above factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."